Event description:
A malfunction alarm with code malf 24 was reported by the customer, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support offered to replace the pump, but the customer declined the replacement and instead initiated a return for credit process.